Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to fever, and pain and purulent fluid at the driveline exit site. The patient¿s white blood cell count was 9.6 x 10^9 cells/l and c-reactive protein level was 10.39 mg/dl. Cultures were (B)(6) for (B)(6). Infiltration was observed around the driveline. The driveline was translocated on (B)(6) 2018 and the velour was partially removed. The patient was treated with antibiotics. The infection reportedly resolved by (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the patient¿s infection could no conclusively be determined through this evaluation. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.